Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer reported that she received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 239 mg/dl at the time of call. The customer stated that her blood glucose dropped to around 50 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she was not feeling well. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer declined to check for setting issues. The customer stated that the no delivery alarm was resolved by a complete set change. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.